Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3708660, serial# (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a manufacturer representative (rep) who was implanted with a neurostimulator (ins). It was reported that during deep brain stimulation (dbs) operation, the guide wire had high resistance. The device was replaced and the operation was completed. Troubleshooting and cause were unknown. The issue was resolved at the time of the report. No symptoms were reported. No further complications were reported/anticipated.